Event description:
In 2005, I developed progressive severe daily migraines and then developed catastrophic tinnitus and the inability to sleep by 2005. A month earlier, I had a 2 week bout of diarrhea and then severe fatigue and muscle weakness ensued. Suddenly chemical fumes overwhelmed me, my hearing was distorted, my heart palpitated, my vision blurred at times, and my breathing was labored at other times, and I also started to have numbness and strange tingling and twitching feelings running up and down my legs and arms. I developed anxiety and panic from the onset of all of this. And then one evening I had some sort of a truly awful electrical surge that ran from my brain to my toes up and down my entire body. This surge traveled back and forth at least 4 or 5 times. I thought I was going to be dead. I survived, but woke with the left side of my head feeling pressure, and I was terribly confused about what was happening to me. I felt off balance and weak with my walking, lifting, writing and everything that was easy and normal suddenly seemed like life or death to me in order to function through every second. Every moment and thought was torture to my mind and body fighting to survive and even think clearly. My voice was weak and scratchy, and I had trouble chewing and swallowing. I had trouble with thinking and driving, and making it through my work day. I had to buy baby food, and was so terrified that I did not tell my doctor immediately and hid my thoughts and feelings. I felt suicidal from the constant struggle and that awful squealing in my ears, especially on the left side. I went to 12 different doctors of all types, and no one could really help me with the cause of my symptoms. I had to try to work and diagnose myself by looking at the web and books. I changed my eating habits drastically to only eat super healthy foods. Before my illness, I had been addicted to diet coke in very large quantities daily. I considered it to be safe. Now I know aspartame is a neuro toxin, and I have no doubt that it contributed highly to the destruction of my nervous system and brain. I have been taking high amounts of omega 3 oils to save my brain function, and try to return it to normal. The worst thing I found out was that the 17 amalgams in my mouth were highly toxic source of mercury in my body. I have had them removed safely in 2007, and now my thinking and nervous system are recovering. I also take chlorella and cilantro supplements to remove the mercury from my tissues and brain. Urine tests showed that my body still had elevated mercury even after the amalgams were removed. I was slowly going insane, and I am outraged that the ada, FDA, and amalgam producers cover this torture up. I would not wish this type of mental and physical torture on anyone. It is a crime against humanity, and there is no remedy for justice for me at this time. No one seems to think that this is real. Shame on the american systems that allowed this to happen to me, starting with poisoning me as a young child. Who knows how long it will take for me to recover. I had to quit my job this summer in 2007. I can only hope I will get help from social security disability, and medicare due to the daily pain my nervous system and brain goes through during recovery. Only due to faith in god, I try to focus away from suicidal thoughts, because the struggle and pain is so awful. Please stop allowing mercury fillings to poison people. This needs to be immediate and total, at least put warning labels on aspartame products to educate the public that it is toxic to the brain and nervous system just like cigarettes have warning labels, so people will be informed that smoking can cause cancer. Dose or amount: 17 large fililngs. Dates of use: device 1985 - 2007. Diagnosis or reason for use: cavities filled. Event reappeared after reintroduction?: no.